Event description:
It was reported that the patient underwent a plif to implant interbody device and posterior fixation by mini-invasive reduction procedure at l4/5. The procedure was to fuse left side using reduction system and right side using non-reduction system. The post op x-rays showed that the broken off plug tab was broken off and remained in the body. It was reported that the broken off tab fell into the surgical site without the surgeon's knowledge, and the incision was closed after the procedure was completed. The immediate post op x-rays confirmed that the broken off tab remained in the body at the site of the posterior muscle. The surgeon believed that the remaining tab would hardly cause any further problems to the patient. The patient reportedly has been postoperatively observed.

Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The lots that were used are lot#0036929w, 0040294w, 0045044w, and 0048380w. (B)(4): manufacture date for lot 0036929w is 07/06/2009; manufacture date for lot 0040294w is 07/13/2009; manufacture date for lot 0045044w is 08/12/2010; manufacture date for lot 0048380w is 08/26/2009. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.